Manufacturer narrative:
The manufacturer previously reported information alleging issues with lungs and shortness of breath, that has gotten worse. Patient also alleges waking up at night gasping for air and going to a pulmonologist for medical intervention. The previous report was submitted as a serious injury. It was reassessed on 05-mar-2026 and has now been updated to product problem. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging issues with lungs and shortness of breath, that has gotten worse. Patient also alleges waking up at night gasping for air and going to a pulmonologist for medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.